Event description:
One month ago a physician was placing the catheter. His pt developed hypertension, shortness of breath, diaphoresis, chest pain, hives, and tongue swelling. Physician was reading an article on 7/1/96 which was published in the FDA medical bulletin and realized that his pt had the same symptoms that were addressed in the article.